Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during the load process. The customer had not tested blood glucose level at the time of the reported event. Customer indicated that their health care provider would be consulted to obtain back up therapy.